Event description:
After initiating dialysis treatment, blood leakage was observed on the dialyzer due to damage at the top edge of the dialyzer. The leak was not detected during priming because normal saline is transparent. Blood was immediately returned, and the dialyzer was replaced with the same model to continue dialysis treatment. No additional information provided.